Event description:
The customer reported receiving incomplete differentials (diff) and incomplete computations for the abnormal control level ii 5c on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse was dispatched and he found a 3-way solenoid (sol 63) to be bad. He replaced sol 63 and the sample line to the diff chamber resolving the issues for incomplete diffs and incomplete computations on the abnormal 5c level ii control. The repairs were verified per established service procedures. (B)(4).